Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.

Event description:
The customer reported that on (B)(6) 2024, she obtained a reading of 127 mg/dl at 8:34 p.m. With the contour next one meter. The customer was experiencing symptoms of hyperglycemia, which she described as sweating and dizziness. The customer went to a hospital on (B)(6) 2024 due to pre-eclampsia. While in the hospital, the customer's blood glucose was tested on (B)(6) 2024, and a reading of 151 mg/dl at 6:00 p.m. Was obtained with the physician's meter, while a reading of 84 mg/dl was obtained at 6:05 p.m. With the contour next one meter. The customer was given 40 units of lantus and 30 units of lispro, after which she recovered well. The customer was discharged on (B)(6) 2024. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house contour® next one meter with serial # (B)(6) and in-house contour® next test strips from lot # 4aheg02b were used for in-house testing, using blood spiked with glucose at 133 mg/dl and 67 mg/dl, as determined by the ysi instrument in five replicates. All tests recovered within the fit-for-use limits.